Event description:
It was reported that the blades would only open once and the catheter became stuck on the wire. A 2.4mm jetstream atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, a pass was bade in blades up mode. A second pass with blades up was not possible as the blades would not open. The atherectomy outcome was considered good after the initial pass and the procedure was completed with this device. At the end of the procedure, the device became stuck on a non-bsc filter guidewire. The filter guidewire was cut through in order to remove the devices. There were no patient complications and the procedure was successfully completed with good outcome.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. A partial guidewire was in device. The device and the catheter shaft were analyzed for damage. There was no damage on the device. The wire was cut per the information received from the customer. The partial segment of the guidewire was protruding from the tip of the device 3cm. The wire was protruding from the proximal end of the device 110cm from the pod. Functionality was completed by connecting the device to the jetstream console. The device did rotate in the blades down mode. The blades did not rotate in the blades up mode. Dissection of the tip showed that the bushing was occluded with coating from the wire. This is consistent with guidewire sticking in the device and possibly rotation issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the blades would only open once and the catheter became stuck on the wire. A 2.4mm jetstream atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, a pass was bade in blades up mode. A second pass with blades up was not possible as the blades would not open. The atherectomy outcome was considered good after the initial pass and the procedure was completed with this device. At the end of the procedure, the device became stuck on a non-bsc filter guidewire. The filter guidewire was cut through in order to remove the devices. There were no patient complications and the procedure was successfully completed with good outcome.